Event description:
Procedure type: frontal craniotomy for removal of tumor. According to the reporter: the procedure was performed on (B)(6) 2012. The postoperative course was uneventful, but on (B)(6) 2013, suddenly the surgical wound broke open without any symptom. Debridement was performed, and gelled duraseal was confirmed by craniotomy. The patient was discharged and is under observation.

Manufacturer narrative:
(B)(4).